Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left-side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, fold creases, wear abrasion, and cloudiness/bubbles in the gel was observed after autoclave disinfection cycle. A weight test of the explanted material was verified and device was overweight. Even though the device was overweight it was not considered a workmanship issue as all units of the weight report attached were within specification when released from the manufacturing process. Based on the device analysis the final assessment was no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional additionally reported "left fold".